Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an initial laparoscopic hernia repair, however, the patient did not have a bowel movement three days post op. The patient went again to have another look and found that bowel had developed an ileus and was adhered to the mesh with adhesion. Adhesiolysis was performed, resulting in the patient staying in the hospital for 3-4 days.